Event description:
The rn attached a secondary bag of anti-emetics to a primary line of 0.9ns. As soon as she unclamped the secondary tubing, she noticed it immediately started dripping very quickly, before she had even started the pump. It appears that the secondary was back-flowing into the primary bag.

Event description:
The rn attached a secondary bag of anti-emetics to a primary line of 0.9ns. As soon as she unclamped the secondary tubing, she noticed it immediately started dripping very quickly, before she had even started the pump. It appears that the secondary was back-flowing into the primary bag.